Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The second fiber related to this event was reported as "lost". No injury to the pt was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code broke.